Manufacturer narrative:
Unknown event date. Investigation summary: with the available information bsc concluded based on analysis results that the as reported metal cap damaged allegations were confirmed. The glass cap was detached and not returned and the directional indicator was misaligned with the output window. The returned fiber metal cap exhibited severe detritus adhesion. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the product was returned and upon receipt at our post market quality assurance laboratory, this product was thoroughly analyzed . Visual analysis of the returned fiber identified that the glass cap was detached and not returned and the directional indicator was misaligned with the output window. Severe detritus adhesion was observed in the metal cap, indicative of heavy tissue contact during procedure. The fiber was functionally tested with the helium-neon (hene) laser fixture; however, no additional breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation which indicates the interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the metal cap damaged when fiber was inserted into the endoscope. The procedure was completed with a second fiber with no clinical consequences to the patient. Analysis of the returned device identified a fiber break as the metal cap was detached and was not returned.